Event description:
Reportable based on device analysis completed on 07dec2024. It was reported that a ballon failed to inflate. A 12 x 3.50 mm promus premier select drug-eluting stent was selected for use. During the initial inflation, the balloon inflated to 4 atm, but it was observed that the balloon did not completely inflate. The device was then removed, and the procedure was completed using a different device. There was no patient complications reported. However, returned device analysis revealed the balloon had a pinhole.

Manufacturer narrative:
Device evaluated by manufacturer: the promus premier select device was returned for analysis. Visual, tactile, microscopic inspection, functional and dimensional testing were performed on the returned device. The stent was not returned for analysis. A microscopic analysis of the balloon noted blood in the balloon which is evidence of a leak. After inflation a pinhole was observed in the balloon 1mm distal from distal markerband. A microscopic examination of the tip, proximal and distal markerbands identified no damage. The device was then attached to an encore inflation unit and during an initial attempt to inflate the balloon, a pinhole was identified in the balloon material. The pinhole was located at 1mm distal markerband which prevented the device from inflating. There was no stent returned therefore it was not possible to take a reading of the crimped stent od (outer diameter) which is measured by a snap gauge in the analysis laboratory however a request was sent out to get the crimped stent data from the time of manufacturing. The result was noted that the max stent profile at the time of manufacturing was 0.0435" this is within max crimped stent profile measurement. No other device issues were identified during returned product analysis.